Event description:
The intra-aortic balloon catheter could not be removed in usual fashion due to increased resistance. Attempts halted and patient was taken to radiology where iab removed with flouro assistance. The balloon was cut and guidewire inserted through catheter lumen after kinked lumen was noted.